Event description:
A us distributor reported that a patient's battery charger would not power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination on the battery pca and throughout the unit. Additionally, the lcd screen was defective which may have given the appearance of not powering on. The root cause for the contamination was ingress of insects. No adverse event resulted from the damaged charger.